Manufacturer narrative:
An investigation has been initiated. We are currently waiting for additional info and the device sample for eval. When the investigation is complete a supplemental report will be submitted.

Event description:
The pt died from massive bleeding. The catheter was out of the body with the suture wing still on the pt's chest. It is thought the pt removed his catheter during the night due to confusion and medical drugs.